Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she received a calibration error and then a change sensor alarm. The customer was advised to not over calibrate as it cannot contribute to sensor glucose versus blood glucose differences.